Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported that they have had longer than normal implant charging sessions. Pt also said that while they were charging their implant, saturday in the middle of the night, their controller screen went white. Pt said that they may have dropped their controller at this time. Pt said that they didn't think their battery pack in their controller was working well because their stimulation didn't feel as strong, so they put aa batteries in the controller. Pt said that they felt like their stimulation became stronger when they used the aa batteries. Pss had pt reset the controller. Pt said that there was no visible damage to the controller contacts, battery pack contacts, or rtm. Pt said that their controller was cracked on the side. Pss had pt put their battery pack back into the controller and initiate a charge with the controller from the ac power supply. Pt confirmed that they were able to charge their controller with the battery pack inserted . Pt said that their rtm gets hot while charging their implant. Pt said that they have noticed their "butt" was swelling after they used their rtm to charge their implant. Pt said they were not physically burned. The issue was not resolved. Pt mentioned during the call that they recently gained some weight, around 40 lbs. Pt mentioned that they saw a message come up on their controller at the end of their implant charging session that said "functional error, call medtronic". The patient mentioned unrelated medical history including long haulers syndrome and having covid twice which caused them to be sick for almost a year. Pt also said they were a little "slow". Additional information was received reporting that what led to stimulation not feeling as strong and becoming stronger when using aa batteries was that it started to get weaker and they had shorter recharge times. It was unknown if this was resolved.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , UDI#: (B)(4) h3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) was unable to verify the complaint (found no issues with finding or charging ins). This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.